Event description:
It was reported that the procedure was to treat a de novo lesion located in the left anterior descending artery that was both mildly calcified and tortuous and 80% stenosed. After lesion pre-dilatation, the 2.75x33mm xience xpedition stent was implanted without issue; however, after post-dilatation with a 3.0x15mm nc balloon, a distal edge dissection was observed. A 2.25x23mm xience xpedition was implanted as treatment. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.